Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report a service code was displayed. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code displayed) was unable to be confirmed. Upon receipt, electrode belt was experiencing front end failure. The cause was a broken pulse wire inside of the distribution node. The root cause of the broken pulse wire cannot be positively determined but is likely excessive force on the trunk cable. No adverse event resulted from the broken pulse wire. The pt received a replacement electrode belt.